Event description:
It was reported that during the implant procedure, after several attempts to reposition the right ventricular (rv) lead due to small r waves, the helix would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully extended, and distortion of the distal conductor within the is-1 connector).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.